Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No a17 or a21 error alarm. The insulin passed self test and a21 error alarm test. However, confirmed a47 alarm noted in alarm history screen due to corrupted history file. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was 326 mg/dl. During troubleshooting, alarm history showed a signal too low alarm and a spanish anomaly alarm. Customer reported that insulin pump was stored with an old battery for an extended period of time. Customer was not able to clear alarms due to the act button being difficult to press. Customer reported that keypad anomaly may have been due to being at a water park. Customer was advised that insulin pump would need to be replaced.